Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, information was received for another event reported for this patient. It was learned that the patient expired after an implant duration of approximately 1 month primarily from septic shock; in addition to multiple other causes. Per the patient's death summary: diagnosis upon demise: primary cause of death septic shock complicated by any or more of the following: a. Acute respiratory failure, ventilator dependent, status-post terminal extubation. B. Circulatory collapse/shock, previously requiring vasopressors having been withdrawn due to comfort measure initiation. C. Severe metabolic derangements with arrhythmias and encephalopathy resulting there from. D. Blood cultures positive for (B)(6) and gram-negative rods. Encephalopathy with component of any or more of the following: a. Ischemic encephalopathy with hypotension, status-post cardiac arrest. B. Toxic/metabolic encephalopathy with septic shock and severe metabolic derangements as described above. Postoperative ileus. Bacteremia as described above with gram-negative bacteremia and (B)(6). Congestive heart failure with severe valvular disease, status-post mitral valve and tricuspid valve replacements. Acute renal failure. Chronic atrial fibrillation.

Manufacturer narrative:
Unfortunately, the device is unavailable for evaluation, as the device was not explanted. The device history record (DHR) review is currently in process. Device not returned.

Manufacturer narrative:
Further investigation was performed. Health care provider stated death was not device related.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.